Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: on an unknown date, patient underwent fusion surgery using rhbmp-2 /acs. Indications: low back pain, as well as associated radiculopathy extending to her right lower extremity following the l5 nerve distribution.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l4-5 using rhbmp-2/acs combined with autograft, placed inside of a peek cage. Following the surgery, the patient developed severe low back pain and bilateral leg pain. Consequently, the patient underwent additional imaging. Subsequent MRI scans demonstrated that the patient had developed subsidence and ectopic bone growth. As a result, the patient required an additional surgery to remove hardware, decompress, and correct the fusion on (B)(6) 2011. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.